Event description:
The customer initially complained of an alarm on the cobas 6000 e 601 module indicating an abnormal low signal was detected during the measurement of a sample. The customer also stated all qc results failed. The customer performed liquid flow cleaning (lfc) and measuring cell (mc) prep. Afterwards, all qc results were within range and no more alarms occurred. Prior to resolving the issue, the customer discovered 1 patient sample with discrepant results for elecsys folate iii assay (folate iii) and elecsys vitamin b12 ii (vitamin b12 ii). The initial folate iii result was 14.72 ng/ml. The repeat result was 7.53 ng/ml. The initial vitamin b12 ii result was 723.5 pg/ml. The repeat result was 249.8 pg/ml. The initial results had been reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The vitamin b12 ii reagent lot number was 33096400 with an expiration date of 31-may-2019. The folate iii reagent lot number was 300655 with an expiration date of 31-jan-2019. The customer has had no further issues since performing lfc and mc prep maintenance. The investigation determined that the maintenance actions performed by the customer resolved the issue.